Event description:
The customer reported that there was no image on the left monitor. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the defective left monitor. The system operates as intended.